Event description:
It was reported that during a da vinci si hysterectomy procedure, it was noticed that one of the cables of the fenestrated bipolar forceps instrument was broken in half. No fragments are reported to have fallen into the patient and no patient harm was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.